Event description:
It was reported by service report that the fowler was unable to support pt weight. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result - fowler.